Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned for investigation. The data logs were returned. There was a rapid drop in placement signal to negative followed. This is characteristic of a durability failure pattern for the optical sensor. Per the logs investigation, the root cause of the optical signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.

Event description:
The complainant reported that an impella 5.5 pump was implanted. During support, the pump lost placement signal, but remained on for support. No harm to the patient was reported.